Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0120535v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported that there was an impedance issue. Impedances were high and greater than 3,600 ohms and greater than 10,000 ohms. Electrode 8 showed greater than 10,000 ohms with the new implantable neurostimulator (ins) intra-operatively. No action was required as a result of the event. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Electrode 8 was not in use post-operatively. The patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. The patient was receiving effective therapy and no action was planned by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.